Manufacturer narrative:
Concomitant medical products: curos alcohol caps. (B)(4). No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that free flow occurred during infusions of dextrose and ampicillin. A primary infusion of 500 ml d10w was infusing at 5 ml/hr via the neonatal < 6 kg profile on a pump module. A secondary infusion of 10 ml ampicillin was infusing at 20 ml/hr via a syringe pump module. A photo of the set-up provided by the customer showed alcohol impregnated caps covering the primary set¿s y sites immediately above and below the pump so it is unknown where the secondary was connected to the primary set. Two hours after the start of the infusion, the nurse responded to an unspecified device alarm and found both infusion containers empty, with the devices displaying 11.43 ml of dextrose infused, and 9.33 ml of ampicillin infused. After the event, the patient¿s blood glucose and sodium levels ¿reached critical values.¿ oxygen saturation was 93-94%, and respiratory symptoms of grunting with retractions were noted. IV insulin was given and the patient was transferred to a higher level facility for specialized fluid management. At the time of the report the patient was stable but still hospitalized. The equipment used during the infusions was sequestered and sent to a third party for evaluation. The customer reported that the preliminary results from that investigation indicate no device or programming issues.

Manufacturer narrative:
The customer's report that a free flow occurred during an infusion of dextrose and ampicillin could not be confirmed or replicated. The log analysis noted that the syringe pump module had been programmed to infuse ampicillin 300 mg/10 ml at 18.7 ml/hr with a detected volume in the syringe of 9.3295 ml. The reported alarm was a syringe empty alarm with the device having completed the infusion as programmed with a total volume infused of 9.3295 ml. The pump module had been programmed to infuse dextrose 10% at the rate of 5 ml/hr. The module completed the infusion once successfully as programmed. The user had restarted the infusion with a new vtbi of 5 ml. This infusion was paused by the user for a few minutes and restarted again with the remaining vtbi of 3.453 ml. The user terminated the infusion early; however, the cause for the early termination could not be ascertained from the logs. The recorded total volume infused for the two programmed infusions of dextrose was 11.428 ml. Testing and inspection of the pump module revealed no malfunctions and the device was found to be infusing within specifications. Testing of the syringe pump module indicated that the device was functioning as designed and passed all accuracy measurements. The disposable sets were not returned for investigation. The root cause of the reported event was not identified.

Event description:
Copy of medwatch report received from the FDA that stated: "possible pump malfunction. IV programmed to infuse dextrose 10% at 5 ml/hr on neonatal <6 kg module as ordered, with ampicillin 10 ml/hr. Pump infusing, dextrose pump screen stated running at 5 ml/hr. At 1737, nurse entered room due to alarm on pump, flushed antibiotic tubing. Pump continued to alarm. Nurse noted that 500 ml bag of dextrose was empty after approximately 2 hours of running. Nurse verified that pump was programmed, as ordered, to infuse 5 ml/hr and the screen reflected total volume infused was 11.43 ml"

Manufacturer narrative:
Concomitant products: 2426-0007; 30914; bd 20ml syringe, unknown model and lot number; 500 baxter bag (B)(4) lot number 206375 exp oct 17 premixed dextrose. The concomitant disposable sets were returned for investigation. Inspection and leak testing of the primary disposable set identified no leaks or other issues. The extension set was received broken in half with the damage considered an incidental finding that did not contribute to the customer¿s incident since no leaks were reported to have occurred. The bd 20ml syringe received had no issues noted with its physical condition.